Event description:
During an in-clinic follow-up, post-paced t-wave oversensing was noted on the device. Abbott technical support was contacted and recommended reprogramming the device, however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.